Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet and noted a leaking insulin cartridge after removing it from the pump; the user had changed only the cartridge while keeping the existing infusion set and tubing, and insulin delivery was resumed after a guided full supplies change. Symptoms included elevated blood glucose without reported adverse effects. Outcomes included no medical or third-party assistance and no hospitalization. Investigation included customer interview, troubleshooting, and user education on the proper cartridge and infusion set change process. Investigation of this case revealed an insulin leakage at the cartridge interface consistent with an incomplete change procedure, which likely led to reduced or interrupted insulin delivery. It was concluded, based on previously established findings for similar reports, that user handling contributed to the event.